Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The video shows an unraveled guide wire within the advancer assembly. The complaint of an unraveled guide wire was able to be confirmed by the video. The needle was not shown in the video. A complete visual inspection could not be performed to evaluate the cause of the damage as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during catheter insertion, the guide wire fell apart, the guide wire became elastic, making it difficult to handle". The patient had no harm or injury. The swg was removed immediately. A new kit was opened and a new swg was inserted in the same location.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "during catheter insertion, the guide wire fell apart, the guide wire became elastic, making it difficult to handle". The patient had no harm or injury.